Manufacturer narrative:
While on the phone with dario's representative, the user reported receiving bg readings in the range of 140 mg/dl to 150 mg/dl from her dario meter. The user then reported that she went to a doctor's appointment and was told by her doctor that her a1c was high and therefore, her bg reading should be above 200 mg/dl. The user then stated that after purchasing a new cartridge of strips, she tested her bg level and still received bg readings in the 140 mg/dl to 150 mg/dl range. The user had another a1c lab test performed, which came out to be 7.5%, which the doctor stated should present as a bg range of 170 mg/dl to 190 mg/dl. The user mentioned that she bases her breakfast according to her fasting bg levels. A replacement of dario's strips and control solution was sent to the user to make sure that the dario strips are reading correctly, and to ensure proper technique. After the above was received, an attempt to follow up with the user were made, however, no response has been received to date. There is not enough information available to further investigate this case. Therefore, no resolution is available.

Event description:
On september 8th, the user contacted dario to report low blood glucose (bg) readings.the user stated that for the past couple of years, she has been receiving bg readings that were 30 mg/dl to 50 mg/dl lower than her actual bg readings from her a1c.